Event description:
It was noted in the early product surveillance survey that the surgeon was dissatisfied with the glenosphere impactor tool and consequently with the insertion of the glenoid components. Surgeon stated that he was "unable to determine if the implant was completely seated on the baseplate." Patient had a revision surgery the following day to properly seat the glenosphere to baseplate.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report.